Event description:
The customer contacted baxter's technical service center regarding air in patient line (without alarm), which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) had stopped the drain and disconnected to go to the bathroom. The hp returned and reconnected and resumed drain. The caller could see small air bubbles in the patient line. They found that the patient line was not connected properly. The drain volume (dv) was then 1800ml of a 1700ml fill. They were advised to end therapy and start over with a new cassette and bags. The caller would end therapy and start over with new cassette and bags. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a voicemail from the patient's caregiver stating that the patient's problem had been resolved prior to the patient passing away. No further information was available. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.